Manufacturer narrative:
(B)(4). Method: the elbow and swivel of complaint rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. The elbow and swivel were visually inspected and pressure tested. Results: the elbow and swivel were returned disassembled. The swivel and elbow were assembled together and the reassembled parts of the swivel formed a tight fit. Pressure test revealed that the returned rt265 swivel assembly was within specification. Conclusion: we could not determine the caused the rt265 swivel to disassemble during set-up. The infant swivel and elbow are assembled using a machine to ensure a consistent tightness of connection. The swivel is then 100% pressure and flow tested as part of the infant breathing circuit before leaving the production line. Any breathing circuits that fail these tests are rejected. The subject breathing circuit would have met the requirements at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a rt265 infant dual-heated evaqua2 breathing circuit swivel disconnect easily during set-up. There was no patient involvement.